Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent urology procedure on (B)(6) 2021 and suture was used. During the procedure, the suture fractured. A new suture was used to complete the case. There were no adverse patient consequences reported.